Event description:
In 2008, the pt reported he believes the piston rod on his insulin infusion device is over retracting. He stated he has not received any errors on the device. He said he fills his insulin cartridge to 315 units, but the piston rod does not properly align with the plunger during the change the cartridge procedure. He stated this causes a large air bubble to form that he is able to prime out. He said he receives a cartridge empty alarm with 10-20 units remaining. During troubleshooting, the patient stated his device has not made any abnormal noises during the piston rod operation and there is no debris or dirt visible. The pump reset successfully. The pt said he does not attach the adapter and tubing to the insulin cartridge before inserting it into the device, but he did not report any insulin or moisture in the cartridge chamber. The pt was educated on the proper way to insert the cartridge. The pt was instructed to complete a cartridge change using a cartridge from a new box with a different lot number. The cartridge appeared normal and the same issue occurred. The pt was advised to switch to his backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.